Event description:
This literature case in corynebacterium jeikeium sepis after 8- methoxypsolaren photopheresis for cutaneous t-cell lympohoma concerns a male pt. The pt medical history included type 2 diabetes mellitus, hypertension, hyperlipidemia, parkinson's disease, and chronic anemia. The pt concomitant medications were not reported. The pt received 8- methoxypsolaren photopheresis (8-mop) for cutaneous t- cell lymphoma with long-wave ultraviolet rediation (ecp) for treatment of cutaneous t-cell lymphoma (ctcl). One week and 3 weeks preceding treatment with 8-mop the pt was admitted with weakness, diarrhea, hypotension and altered mental ststus. Action taken with suspect drug was not reported. The pt was free of recurrent c. Jeikeium infection but died form refractory t-cell lymphoma 3 months later. No causality statement was provided by the reporter, but the event is considered to be related to 8-mop as the event was reported in a literature article.